Event description:
It was reported that these leads were not implanted because of bulges at the lead's distal tip that was discovered before implant. On one of the leads, the bulge was slightly curved, making the diameter of the tip larger than the rest of the lead. During the procedure, the lead did not go smoothly into the "trajectory" and was damaged at the point between contacts 0 and 1. The physician had to open a new lead. Similarly, the physician was not able to insert the new lead straight to the target, and he had to open and implant an additional new lead. It was unclear as to which lead was used first and which was used second based on the information provided. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3389-28, lot#: v798529, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the lead found the distal end to be bent. It was reported that the lead was not implanted because of a bulge at the lead tip that was discovered before implant. The electrode sleeve was out of alignment.